Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not be delivered properly. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that there were several products in which the drug solution did not come out very well.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2005357, d4: medical device expiration date: 31-jan-2027, h4: device manufacture date: 05-jan-2022. D4: medical device lot #: 1334573, d4: medical device expiration date: 31-dec-2026, h4: device manufacture date: 30-nov-2021. D10: device available for eval yes, d10: returned to manufacturer on: 30-nov-2022. H6: investigation summary: six open and 64 sealed 32g x 4mm pen needle samples were returned from lot. No. 2005357, seventy sealed 32g x 4mm pen needle samples from lot. No. 1334573 were also returned along with five photos. A clog test as per q-sop-183-dl was carried out on six open samples and twenty four sealed samples from lot. No. 2005357 and thirty sealed samples from lot. No. 1334573 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the medication could not be delivered properly. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that there were several products in which the drug solution did not come out very well.